Event description:
It was reported that the pump module had the dose rate changing on the pcu. Upon preliminary review of the data by bd interoperability consultant, it was noted during the timeframe in question the clinician had started new bags several times prior to using interoperability. Once the order details were sent to the pump a 9017 error was sent to epic. It appears the clinician continued with the current programming. Resulting in a bag of 1600mic/250ml being administered while the pump was programmed with 1000mic/250ml. Through customer follow up it was confirmed there was no malfunction with the pump, but confirmed the clinician did not adjust the concentration. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module had the dose rate changing on the pcu. Upon preliminary review of the data by bd interoperability consultant, it was noted during the timeframe in question the clinician had started new bags several times prior to using interoperability. Once the order details were sent to the pump a 9017 error was sent to epic. It appears the clinician continued with the current programming. Resulting in a bag of 1600mic/250ml being administered while the pump was programmed with 1000mic/250ml. Through customer follow up it was confirmed there was no malfunction with the pump, but confirmed the clinician did not adjust the concentration. There was patient involvement but no patient harm.